Event description:
It was reported that the ventricular assist device (vad) patient presented to the clinic due to high watt alarms on the vad the prior evening. The vad was interrogated and noted to have increasing powers and flows. The patient also had hematuria and rising lactate dehydrogenase (ldh). The patient reported chest discomfort from recent implantable cardioverter defibrillator (ICD) shocks, but denied other complaints. Computed tomography angiography (cta) of the chest was performed to evaluate the outflow graft and showed no significant stenosis. The patient was treated with a high standard heparin drip with the plan to transition back to low standard heparin drip once concern for thrombosis and outflow graft obstruction had resolved. Hematuria later resolved per urinalysis, and the patient's regular anticoagulation was resumed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 2088tc and 1458q leads, implanted (B)(6) 2017, lda220q lead implanted (B)(6) 2015. Additional products: brand name: heartware ventricular assist system ¿ outflow graft / model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2022 / serial or lot#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: unk / labeled for single use: no / (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump and the associated outflow graft were not returned for evaluation. The reported high power event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to the high power, the patient experienced hematuria and an increase in lactate dehydrogenase (ldh). A computed tomography angiography (cta) of the chest was performed to evaluate the outflow graft and showed no significant stenosis. The patient was treated with a high standard heparin drip, and hematuria later resolved per urinalysis and the patient's regular anticoagulation was resumed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of deep vein thrombosis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.